Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the middle portion of the left anterior descending artery. The 10mm x 3.50 mm wolverine coronary cutting balloon ruptured during the second dilation at an unknown pressure. The procedure was completed successfully with another of the same device with no issues or patient injury.